Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb cable was damaged and unable to charge the pump. The customer's blood glucose level was 223 mg/dl. Reportedly, the customer is able to charge the pump with a separate usb cable.